Event description:
Hamilton c1 vent was placed on patient in the ER, room 15. However, it did not give any readings/data. It kept alarming and showing a high leak. Mask was changed out and device was re-calibrated but same issue persisted. Rt [respiratory therapy] took device out of service and placed patient on another hamilton c1 vent. The other vent provided appropriate readings on patient. This device will be brought down to biomed.